Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer states the bearings have come out of three of the four casters. No additional information provided.